Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported poor image resolution is due to pre-existing patient anatomy. The cause of the reported incomplete coaptation is due to patient anatomy. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 3 with prolapsed posterior leaflet and dilated left atrium. Clip visualization was noted to be challenging due to rotated heart and echocardiogram. After deployment of the first clip, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda was believed to be due to pre-existing patient anatomy. A second clip was implanted to stabilize the first clip, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.